Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound infection and wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include: underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm), wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 66-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6)2021. On (B)(6) 2024, the patient informed novocure that she had one spot on her surgical resection scar (last resection surgery on (B)(6) 2021) that had not healed. As a result, optune gio therapy was temporarily discontinued. On (B)(6) 2024, the patient indicated that she had been attempting to remove the hard scab from the non-healing wound near the incision site. In addition, she noted her skin had become too thin to continue optune gio therapy. On (B)(6) 2024, the patient's caregiver reported that the patient was referred to a wound clinic for further evaluation. Subsequently, the patient underwent two surgical procedures to clean the wound, and sutures were placed, which were scheduled to be removed within a month. On (B)(6) 2025, the patient reported that the sutures had been removed, but her scalp remained incompletely healed. The healthcare provider (hcp) advised discontinuing optune gio therapy. The patient also mentioned that she had initially paused therapy in (B)(6)2024 due to the exposure of cranial hardware (screw). On (B)(6) 2025, the hcp informed novocure that the patient had been hospitalized due to a wound infection involving surgical hardware. The patient received treatment with unspecified antibiotics. The hcp did not believe this event was related to optune gio therapy.